Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler instrument stopped in the middle of the firing. The customer replaced the sureform 45 stapler instrument with a back-up instrument of the same kind and completed the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the sureform 45 stapler instrument and sureform 45 green reload were reportedly inspected prior to use, and no issues were noted. The sureform 45 stapler instrument had a partial fire and only fired halfway through tissue. There was an error message at the time of the event, but the customer was not able to provide any additional details related to the error message. There was no buttress material used. It was confirmed that there was no damage to the tissue or bleeding that occurred due to the incident.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the sureform 45 stapler instrument stopped in the middle of the firing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis. The sureform 45 stapler instrument was analyzed and found to have a firing failure based on the log review; however, the failure was not reproduced during in-house testing. A review of the log showed error 22030 indicating a sureform 45 stapler instrument failed in its operation on universal surgical manipulator (usm) 3 (firing failure/lockout detected while firing). The instrument had 1 partial fire with a sureform 45 green reload. The instrument was placed on an in-house system, and an error stating "instrument failure. Do not reuse" appeared. The radio frequency identifier-ID (rfid) editor was used and confirmed the instrument force expired due to a firing failure lockout. The rfid editor was used to overwrite the force expiration for testing. The instrument was then retested on an in-house system and passed the engagement, recognition, and initialization tests. The instrument was advanced through the cannula and the grips were found to remain open. As a result, the instrument was not tested for clamping or firing functionalities. The root cause of the firing failure is unable to be determined based on this investigation. As part of investigation, further inspection was performed. The instrument I-beam was manually driven out for inspection, and the I-beam was found to be broken. The broken piece(s) measuring roughly 0.120" x 0.190" was not found within the instrument jaws. The I-beam was completely detached from the channel, likely causing the jaws to remain open when placed on the in-house system. When the grips are manually closed and the I-beam was manually driven out using the bevel spur combo gear, the I-beam reseats within the I-beam slot on the channel. The root cause of the broken I-beam is attributed to a component failure. Furthermore, the instrument was found to have a broken I-beam lock. A broken piece measuring approximately 0.135" x 0.145" was not returned with the instrument. The I-beam lock was found slightly dislodged within the instrument jaws. As a result of the broken I-beam lock, the I-beam is able to be manually driven out without closing the jaws. The root cause of this failure is typically attributed to mishandling and misuse. Both observations are related to the customer reported issue. Additionally, the instrument was found to have a torn wrist cover at the distal end. The tears measured approximately 0.024¿ - 0.108" in length. There was no material missing. The root cause is typically attributed to mishandling and misuse. The complaint regarding sureform 45 stapler instrument firing failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of failure to deliver staples is attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed a broken I-beam from the sureform 45 stapler instrument. Medical intervention may be required in the event that the staples are not delivered properly due to the broken I-beam. Furthermore, there was evidence of missing pieces from the distal end of the instrument. The missing pieces could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the damaged I-beam mode and a missing piece of the instrument could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 45 stapler instrument has been evaluated by the intuitive surgical, inc. (Isi) advanced failure analysis engineer (afae). A review of the instrument logs confirmed this instrument was involved in a firing failure, with parameters indicating that the firing stopped at approximately 19% due to hitting the I-beam lockout and had a max firing force of ~624 n. The instrument was found to have a broken I-beam foot on the channel side of the jaws, which caused the jaws to remain in an open position. The I-beam lock, that is normally defeated by the installation of the reload and the jaws being in a closed state, was also found to be broken. The instrument was disassembled, and the I-beam was taken for further investigation by the engineering team. Results indicate that the I-beam breakage was caused by hydrogen embrittlement, which can occur during processing, weakening the internal integrity of the metal. The surface of the breakage was noted to be granular and rough, which is another indication of hydrogen embrittlement. The lockout was inspected and found to have a piece missing. Through investigation, it was determined that the likely cause of the I-beam lock breakage was the breaking of the I-beam. The breakage of the I-beam disconnected the jaws from the I-beam assembly, allowing the jaws to spring open. This opening of the jaws would return the lockout to the locked position. With the lockout in the locked position, the I-beam fired against the lockout, causing it to break from the force. The logs confirmed that the firing failure occurred due to the system detecting the lockout as it was firing, which was likely in the way as the jaws came open. In addition, isi performed follow-up with the customer on 14-mar-2023 and obtained the following additional/updated information regarding the reported event: there was no report of any fragments falling inside the patient. It was confirmed that there was no patient harm, injury, or adverse outcome.